Event description:
Customer reported the system would not fluoro during a case. No patient injury were reported.

Manufacturer narrative:
A ge service representative shot some fluoro shots and was able to duplicate the issue that the customer was having. The service rep removed the interconnect cable housing and found that 2 wires broke off from the lead. Replaced the interconnect cable and made several fluoro exposures and found no more issues of live flouroing without any image on the screen. System is working as intended.